Event description:
Pt started dialysis at 1335. Central venous catheter port-luer-lock attached red to red, blue to blue. Blood flow 300 ml/min-bp 164/74 pulse 66. Treatment uneventful. Bp at 1500 155/80-nurse noticed pt was not response at 1500-venous line was not connected-blood loss of large amount. 911 called pt given normal saline-respir-ambu support. Pt transported to hospital- breathing on own. Returned to dialysis 2003.